Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a clinic visit, the left ventricular lead exhibited high thresholds. The device was reprogrammed and the patient would be monitored. The patient was in good medical condition prior, during and after the event.